Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient had passed away at home. It was unknown if the patient was receiving peritoneal dialysis (pd) therapy at the time of death. The pd rn confirmed that cause of death was unspecified metastatic cancer; therefore, the homechoice device is no longer considered suspect product in this event.

Manufacturer narrative:
(B)(4). A device history review and a service history review will be performed. Should additional relevant information become available, a supplemental report will be submitted.